Manufacturer narrative:
The customer reported air in line, and returned 1 used sample of material 11171447 and lot 23095145, and 3 used samples of material 10013364t, lot 22119388 and lot 22099213. Two of the 10013364t came in their own separate bags, and one came attached to the 11171447 in a primary/secondary setup. The sets were visually examined for defects and abnormalities. No defects or abnormalities were observed in the connected 10013364t and 11171447. The other two 10013364t sets were clearly separated at the drip chamber and the complaint is verified. The two separated sets were examined under a microscope, and insufficient solvent was found on the tubing. The remaining 11171447 and 10013364t set up was infused with water at 125ml/hr, and no issues were observed. A trend for the drip chamber separation issue has been identified for this product line. The appropriate personnel have been notified m of this complaint. We have funded a project to examine how to further increase the robustness of the disposable device and prevent future occurrences of this type. As part of the action plan, the solvent dispenser process was updated. Customer complaint trends will also continue to be evaluated on a monthly basis. Device history record review for model 11171447 lot number 23095145 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15sep2023. Device history record review for model 10013364t lot number 22119388 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07dec2022. Device history record review for model 10013364t lot number 22099213 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14sep2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of these sets.

Event description:
No new information: material #: 11171447, lot #: 23095145. It was reported by customer that primary flush didn¿t drip as it was supposed to after secondary line complete causing air in line. Verbatim: we had another incident occur yesterday with the same problematic product - primary flush didn¿t drip as it was supposed to after secondary line complete causing air in line. Can you please begin a new product complaint for yesterday¿s incident? I will let you know when I have more information such as lot #¿s, and product to ship back.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated the following information was received by the initial reporter with the following verbatim. We had another incident occur yesterday with the same problematic product primary flush didn¿t drip as it was supposed to after secondary line complete causing air in line.